Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone:(B)(6). H3 other text : details provided in an email response indicate that the customer evaluated the device. Information that the ECG cable failed was only provided due to the equipment is not under warranty and the customer refuses to pay for repair, so the repair was not pe.

Event description:
This report is based on information provided by the customer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator/monitor indicating that the device's ECG cable was failing. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.